Manufacturer narrative:
The reported event of connection and over-sensing problem was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2938836-2019-16693. It was reported that the inappropriate auto mode switch episodes due to intermittent noise were continued to be noted on the right atrial(ra) lead since more than a year ago. The ra lead was capped and replaced on (B)(6) 2019. The noise was not reproducible intra-operatively after disconnecting the lead from the header, so the physician changed the device to eliminate the risk that device header contributed to the lead noise due to any connection issue. The device was replaced. The patient was stable.